Event description:
Caller reported a malfunction on the pump, identified as malfunction code 12 with no notable prior events leading to it. There was no adverse impact to the customer's blood glucose level. Tandem technical support resolved the issue by sending a replacement pump with updated software. The customer was informed about using multiple daily injections (mdi) as a temporary backup therapy and was instructed on returning the malfunctioning pump, including putting it in storage mode and returning it via ups using a provided box and label. The customer acknowledged the instructions and was advised to program the settings and connect their continuous glucose monitor (cgm) to the new pump.